Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication as well as a stall due to shaft bearing. Analysis of the catheter ((B)(4)) identified a broken catheter body. Analysis of the sutureless connector of the catheter ((B)(4)) identified no significant anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2019, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014 explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 31-oct-2005, UDI#: (B)(4) ; product ID: 8596sc, serial/lot #: (B)(4), ubd: 21-oct-2016, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen with concentration 2,000.0 mcg/ml at a dose rate of 1,234.6 mcg/day rate as of (B)(6) 2019 via an implantable pump for intractable spasticity. It was that the patient experienced increased tightness. It was noted that last week it was report to the hcp that patient was tighter and was questioning baclofen withdrawal. A side port catheter dye study (cds) was done last week and they were unable to aspirate. It was noted that the registered nurse didn¿t know if she was in the catheter access port (cap) or not. However, the patient progressively got worse. The patient experienced withdrawal from baclofen and was admitted to the ICU and intubated. At surgery on (B)(6) 2019 they found a fracture in the catheter. The complete catheter was explanted, and a new catheter and pump implanted. The issue was resolved at the time of the report. The patient was with injury regarding their status at the time of the report. It was indicated that environmental/external/patient factors that may have led or contributed to the issue was unknown. The catheter was returned to the manufacture for analysis. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but was unknown / would not be made available. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.